Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head came away from the shaft part after 1 or 2 weeks' use / head. Comes off in mouth / brush heads fall apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that he bought a pack of oral-b brushheads, version unknown about 3 months ago to use with his oral-b pro series electric toothbrush. He described that with at least three of the brushheads, the head came away from the shaft part after about 1 or 2 weeks' use. The brushheads are used twice a day, each time for a maximum of 2 minutes. He explained that at first, a gap appears between the head and the shaft, and then the head comes off in his mouth. He stated that it was as if the plastic part of the head that sits in the shaft breaks off or bends open so that the head can come away from the shaft. He has never experienced this problem before. No symptoms developed.